Event description:
It was reported that a system error 2240 (air in line/set) alarm that occurred on the homechoice device during drain of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, there was a leak identified between the connector site of the cassette supply line and the supply bag. The technical service representative assisted the patient with ending therapy. The patient planned to complete therapy using manual supplies. There was no injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. The returned cassette was visually inspected and nothing was found. Functional testing performed leak testing, clamp function test, clear passage test, and device-device interaction testing were performed and no issues were found. The reported alarm could not be duplicated. As a result, the returned cassette was determined to meet all specifications. Should additional relevant information become available, a supplemental report will be submitted.